Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with the length of the device may have been due to a potential measurement error at implant.

Event description:
It was reported that, during the implant procedure of this inflatable penile prosthesis (ipp), an incomplete dilation was performed, resulting in the wrong device size being selected and, 3 years later, a super sonic transporter (sst) syndrome. A surgical procedure was performed to remove and replace the ipp. There were no further patient complications reported.

Event description:
It was reported that, during the implant procedure of this inflatable penile prosthesis (ipp), an incomplete dilation was performed, resulting in the wrong device size being selected and, 3 years later, a super sonic transporter (sst) syndrome. A surgical procedure was performed to remove and replace the ipp. There were no further patient complications reported.